Manufacturer narrative:
Device passed self test. No pump error 43 alarms noted during testing. Constant pump error 38 alarms during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Corrosion on electronic board stack and corroded force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 15 mmol/l. Customer stated the alarm reoccurring during rewind. The insulin pump will be returned for analysis.